Event description:
Reporter indicated that a vns programming wand will not communicate at times. It was reported that if the cord is manipulated then communication is successful. The wand has been received and is awaiting analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.